Event description:
According to the available information when the valve was squeezed, the saline could not be pushed into the cylinders.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the either cylinder 1 or cylinder 2. The information received indicated the device would not allow saline to be forcibly pushed into cylinders, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information when the valve was squeezed, the saline could not be pushed into the cylinders.